Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00360 / 00361).

Event description:
It was reported that a clinical patient underwent an initial right partial knee arthroplasty on (B)(6) 2010. Subsequently, the patient was revised to a total knee on (B)(6) 2013 due to pain, aseptic loosening, and overload of the tibial plateau. Operative report noted the femoral component was easily removed during the procedure.